Event description:
A pt with diverticulitis had a lap lar surgery which was converted to open on (B) (4) 2010. End to end anastomosis was performed 12-14 cm from the anal verge using the car. The pt ran a fever after surgery. The surgeon is retrospectively considering that a leak might have been involved.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd) and the importer (niti surgical solutions inc), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. It should be noted that the reported event was of fever (which is common after surgery) and only a speculation of a leak which was not confirmed. Leaks are anticipated adverse events in colorectal anastomotic procedure and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.